Event description:
The hcp reported that a bridge bolus was not performed. A refill was done changing the drug concentration from 10 mg/ml to a new concentration of 30 mg/ml. The pump was programmed at 30 mg/ml concentration for an intended dose of 3.5 mg/day. The actual dose the patient was receiving until the 10 mg/ml drug infused was 1.16 mg/day. The hcp stated he planned on bringing the patient back to program a bridge bolus. No patient symptoms were reported. Neither patient nor adequate hcp identifiers were supplied. The manufacture was not able to investigate event outcomes.